Event description:
This spontaneous report of a non-serious, unlabeled event (broken capillaries) is being submitted as a 10- day report. Info was received from a female pt who received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds in early 2008. Anesthesia in the form of lidocaine cream was used pre-procedure. Past medical history included allergy to penicillin and high blood pressure. Concurrent medications included prevacid (lansoprazole) and norvasc (amlopidine besylate). No additional procedures were reported. A few days (date unspecified) post-injection, the pt developed redness (injection site erythema) all over the face. The redness resolved in a week, however, some redness had remained on the right side of the nasolabial fold. The pt reported that when she pulled the skin near the nose, the area appeared to be inflamed (skin inflammation) further describing it as " broken capillaries (capillary disorder)." The pt reported that her physician thought that the event may be broken capillaries. As of the following month, the events have not resolved. The restylane lot number and expiration date were not reported.